Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Four photos were provided by the customer. Visual evaluations of the photos were performed. The first picture showed a catheter cut in three parts resting on a table with residues of blood and the other three photos showed a cut or tear in the arterial extension, therefore the complaint was confirmed. As per the instructions for use (IFU), the customer should perform a visual inspection before using the device. The IFU states to not use the catheter if it is crushed, cracked, cut or otherwise damaged and that clamping the catheter repeatedly in the same spot could weaken the tubing. It warns to exercise caution when using sharp instruments near the catheter because tubing can tear when subjected to excessive force or rough edges. The reported condition has been confirmed. Based on pictures provided by customer, it can be concluded that the device functioned as intended for an undetermined amount of time. 100% of the devices are inspected for leaks or cuts in the extensions per procedure. The most probable root cause can be considered as damage caused during use. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the doctor discovered there was a leak near the clamp. There was no harm to the patient.